Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter cannula came apart during the night and remained in the patient. The following information was provided by the initial reporter: "during the night a cannula from an IV catheter came apart and the plastic cannula was left in the patient."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph for evaluation. Bd received one photograph which displayed a used 18ga bd insyte autoguard winged IV catheter unit. The unit was in 2 portions. Portion 1 is the winged adapter that has traces of thick media and portion 2 is the needle/hub assembly that is fully retracted within the safety shield (barrel). In the photo is a vacutainer holder with traces of media and a hand written note with lot # 9241791. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter cannula came apart during the night and remained in the patient. The following information was provided by the initial reporter: "during the night a cannula from an IV catheter came apart and the plastic cannula was left in the patient."